Event description:
It was reported that they were getting errors during patient exposure; this caused the patient to be re-exposed. It was determined the multiplier needed to be replaced. Once this was replaced the system is working as intended.